Event description:
The customer reported a pacer equipment malfunction with an associated pads cable failure during testing of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.